Event description:
During the procedure, the enterprise vrd and delivery (enf453712/10032121) was advanced with the prowler select plus (mc) microcatheter (606s255fx/15433250) to the aneurysm site, and no resistance was noted during insertion of the enterprise through the mc. Although the distal tip of the enterprise system made it out of the mc, the stent would not come out of the distal end of the mc, and could not be deployed at the unknown target site. After the event, both the microcatheter and enterprise were removed as a unit. After removal from the patient, the enterprise was attempted to be deployed, but it didn't deploy. After the event, the physician used another system, guidewire, microcatheter and enterprise, to complete the procedure successfully. No kinks or bends were noted on the mc or enterprise system that may have contributed to the event. All systems were used per labeling instructions, and a constant and dedicated saline heparinized solution was maintained through the microcatheter at all times. Constant fluoroscopy was performed at all times. The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc) or microcatheter, and the stent remained attached to the delivery system. No further information was available.

Manufacturer narrative:
A non-sterile microcatheter select plus was received coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented a compress/flat section. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. A cordis lab sample guidewire 0.018'' was introduce from the proximal end and despite the mc was damaged the guidewire was able to go through the mc without any resistance or friction. After that, the enterprise without stent was able to go through the mc without any resistance/friction. The ID from the mc was measured and was found within specification according. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- resistance/friction-inner lumen" was not confirmed since the functional analysis was performed successfully and during the dimensional analysis the device meets with the ID specifications. The cause of the compress/flat section could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00501 and 1058196-2011-00502. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Based on additional information, the event does not meet the criteria for reporting. Therefore, no further reporting will be generated for this event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00501 and 1058196-2011-00502.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15433250 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00501 and 1058196-2011-00502. The product was returned for evaluation and testing, but the analysis has not been completed. Additional information will be submitted within 30 days upon receipt.